Event description:
It was reported that the viscosity of the cement was very low 6min starting from mixing the cement. After that the cement hardedn too quickly and it harneded for only 8 min completely. Spare cement was used.

Manufacturer narrative:
An event regarding setting time involving simplex bone cement was reported. The event was not confirmed. Visual inspection and functional testing was completed on the three retained samples tested from lot code jfu018. The results were satisfactory and within specification. No medical records were received or were relevant to the investigation of this event. The devices were manufactured and accepted into final stock with no reported discrepancies. Chr review confirmed no other similar event for the reported lot. The investigation concluded that the reported setting time issue cannot be confirmed. The mixing properties of the retained samples of the reported lot code jfu018 were tested and show that all required specifications are met. Based on the laboratory results of the retain samples it is not possible to replicate this event. No further investigation for this event is possible at this time.

Event description:
It was reported that the viscosity of the cement was very low 6 mins starting from mixing the cement. After that the cement hardened too quickly and it hardened for only 8 mins completely. Spare cement was used. Operating room temp was 20 degrees. The cement was stored in 4 degree room. No antibiotic and other substances which affects to setting time were not added. The cement was taken from the 4 degree cool box 5 mins starting from mixing. All monomer an polymer were used. Cement gun and other vacuum system were not used. Pressurizer was used. The cement was mixed for 6 mins. The mixing system was stored in 20 degrees condition before use.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded and was not returned to the manufacturer. Should additional information become available, the evaluation summary will be submitted in a supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. (B)(4).